Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump stopped delivering a couple days ago and that some of the plastic came off of her reservoir compartment. The patient's blood glucose at the time of incident was 508 mg/dl. The customer did not mention any symptoms of high blood glucose, but she did treat with manual insulin injections. Troubleshooting was initiated for the physical damage but the customer could not verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.